Manufacturer narrative:
Upon receipt, the lead under complaint was found cut approx. 12.5 cm distal to the df4 connector pin. The proximal and the distal lead fragment were received and subjected to an extensive analysis. The analysis revealed multiple signs of wear along the lead fragments. In particular at the distal lead fragment the insulation was found rubbed through. This damage can be considered as the root cause of the clinical observations. Based on the characteristics of this damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Significant motion in the area of the tricuspid valve should be taken into account. Diagnostic images clarifying this assumption were not available. Further damages most likely occurred during the explantation procedure. The analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Ous MDR - it was reported that this lead was explanted due to inappropriate shocks. A lead damage was suspected. Apart from inappropriate shock no adverse patient side effects were reported. The date of implant was not provided.